Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing with noted artifact on recorded episodes. It was also reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.